Event description:
On 07/14/2006, nellcor puritan bennett received a report of the pilot lineseparating from the cannula. The caller report the pilot line separated from thetracheostomy tube. The caller reported that replacement of the tube was required. This report is associated to the second occurrence on mfr2936999-2006-00688.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample and lot number associtated to this report is not available for evaluation.